Manufacturer narrative:
The reference device was returned to olympus medical systems corp (osmc) for evaluation. Omsc evaluated the referenced device and found that it had no abnormality. The exact cause of the patient's outcome cannot be conclusively determined; however, there is the possibility of this phenomenon is attributed to the underlying disease (crohn disease) of the patient. Also, omsc checked the manufacture history of the subject device, there was no irregularity found. There were no further details provided. If significant additional information is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that the patient who had been suspected crohn disease with the stenosis of the intestine had taken the ec-1 to examine the gastrointestinal tract. Nine days later the ec-1 had not been excreted from the patient. After three days more the physician had taken endoscopy to retrieve the ec-1 and it had been successful.